Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level of 225 mg/dl.

Manufacturer narrative:
The pod was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Inspection of the commutator cap after rerun of the pod found no indications of poor continuity. Upon manually turning the ratchet gear, the needle was found to deploy normally. Download data from a rerun of the pod found no incorrect rotational sensor readings. The needle mechanism components and drive mechanism components were inspected for any damages or deficiencies that would result in needle mechanism failure. No abnormalities were found.